Event description:
It was reported that the acquisition station operator lead shield glass broke and shattered into small pieces. The patient was undressing at the chair next to the acquisition work station console and obtained "two small superficial cuts in one foot." "The patient was taken care of and requested to leave the mammography room." "It is uncertain whether the patient knocked the lead glass while she was busy changing her clothes." A field engineer was notified and the lead shield and fillers were replaced. Once this was completed, the system was working as intended.